Event description:
It was reported the patient (belgium) was no longer receiving stimulation. Lead diagnostics revealed high impedances. The patient underwent surgical intervention where the lead was replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿high impedance¿ was confirmed. Microscopic inspection of lead revealed a kink with broken wires 20cm from the paddle end. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.